Event description:
Customer reported the system takes 20 minutes to boot up, then will not take exposures. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reloaded software. System operates as intended.